Event description:
After a surgical procedure (type of procedure not reported), the pt did not feel the stimulation sensation. The pt was able to turn their stimulation up but was still unable to feel stimulation. Additional info has been requested from the hcp, but was not available as of the date of this report.